Event description:
Pt monitor frequently alarming "leads fail", shows artifact despite re-wetting and repositioning. Poor tracing or bad conduction and do not stick well to infants. Lead wires had to be replaced much more often.